Event description:
Pt said that he dropped his pump last week and the case cracked but pump is still working sn (B)(4). Pt is returning the cracked pump. A new one was sent to arrive 02/10/2018. Dose or amount: 80ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2013 to present. Diagnosis or reason for use: pah.